Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm, replace battery now alarm, battery power loss alarm or blank display noted during testing. Device monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display as well as post-reset ram crc alarm. The customer¿s blood glucose level was 262 mg/dl. Customer reported that they were able to clear the alarm. Customer was unable to rewind the insulin pump. Customer stated that received new battery cap but insulin pump did not turn on after putting a battery and locked. Customer states the display returned. Troubleshooting was performed for blank display and insulin pump error alarm. The insulin pump will be returned for analysis.